Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a foreign object in the suction channel of control section. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found no malfunctions aside from the allegation reported in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. There was no deformation to the area where the foreign material was detected. However, it could not be confirmed whether there was a deviation from the instructions for use reprocessing steps. Therefore, the cause of the material remaining in the device could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: " gif/cf/pcf-190 series chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.